Event description:
It was reported the patient fell from the sling of the unknown lift during use. The patient's attorney indicated the patient sustained unspecified injuries to her lower back, hands, and wrists. No additional information regarding this event was provided to the manufacturer.